Event description:
A report was rec'd from a surgeon that a memory lens has been explanted due to opacification. Multiple requests for add'l info have been made, however, no further info has been provided.

Manufacturer narrative:
The device history records and sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.